Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 10.0-14.0cm from the lead tip. Internal insulation abrasions were noted at 24.0-25.0cm and 29.5-31.0cm from the lead tip. The etfe coating was intact at these locations.

Event description:
It was reported that during normal ICD change-out, externalized conductors were observed. The lead was explanted.